Event description:
A facility reported that a pt lost approx. 3 kg. Of fluid more than the amount recorded on the machine. The machine pretreatment testing passed. The pt became hypotensive approx. One hr into the treatment. The ultrafiltration was turned off and the pt given normal saline. Pt's blood pressure responded and the treatment was continued with the ultrafiltration turned on. Within approx. 10 minutes the pt complained of nausea, received normal saline and the treatment discontinued. This machine was inspected by the facility machine technicians. They retested the machine and it failed. They found a broken uf pump inlet spring, replaced the spring and verified proper machine operation. The pt's treatment was restarted on this machine. The pt tolerated the completion of this treatment without any ultrafiltration.